Event description:
It was reported that the customer had an issue with a button on the keypad of the insulin pump and high blood glucose levels. Customer's blood glucose level was 480 mg/dl last night and customer changed the pump site twice. Customer's current glucose level was 250 mg/dl. Troubleshooting was performed and customer expressed symptoms of high blood glucose levels including diabetic ketoacidosis, dry mouth, urination, and nausea. Pump passed priming test and all settings were programmed correctly. Customer stated that she contacted her health care physician for her high blood glucose levels and has treated with manual injections. Customer reported that she is on medication for another problem and takes antihistamine. Customer stated that bolus was not recorded properly and that after she pressed the act button, she did not pay attention as to whether it delivered or not. Insulin pump will need to be replaced. No additional information provided.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.